Manufacturer narrative:
On december 15, 2023, mentor received additional information. The patient's right prosthesis was identified as a 725cc mentor memorygel breast implant. The following fields were added: brand name: mentor memorygel breast implant lot: 5612442 catalog: 3507250bc expiration date: 6/13/2010 UDI: (B)(4). PMA: 3507250bc device manufacture date: 6/14/2005 a manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On january 03, 2024, mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 05, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three (3) parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast cancer, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction surgery with unspecified mentor gel breast implants. Post-operatively, the patient had a mammogram that identified bilateral invasive breast cancer. Magnetic resonance imaging was performed and confirmed bilateral breast carcinomas as well as a rupture of the patient¿s right prosthesis. The patient underwent ultrasound-guided biopsies of her left mass, right mass, and left axillary node. As a result, the patient underwent bilateral removal and replacement with 500cc mentor artoura plus, smooth, high profile breast tissue expanders on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2023-14527 for the contralateral event.